Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional clip delivery system and the steerable guide catheter referenced are filed under separate medwatch report numbers.

Event description:
This will be filed to report during the procedure, it was difficult to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. Imaging was difficult as the patient's heart was sitting on the right side of the chest and was rotated. The transseptal puncture was high and in the thick part of the septum. An interatrial hematoma was forming. There was no treatment for the hematoma required. However, the hematoma could have been caused either by the transseptal puncture or the steerable guide catheter (sgc) (90522u106) during insertion into the septum. The sgc was positioned and the first clip delivery system (cds) (90412u373) was advanced and positioned on the leaflet. Clip deployment was initiated, but the clip did not release from the delivery system. After some trouble shooting, the clip detached, and mr was improved, but remained at 4. During clip deployment, the sgc was pulled into the right atrium and could not be moved back into the left atrium, so the sgc was removed. A second transseptal puncture was performed and a second sgc and cds (90412u374) were inserted. The clip was successfully positioned and deployed without issues, reducing mr to 2; however, during clip positioning, the systolic blood pressure was more difficult to maintain, the heart rate increased, and EKG changes were noted. Medication was administered. After removal of the cds, the bp was 79/57 and a pericardial effusion was noted at the apex of the right ventricle. An angiogram was performed, and the coronary arteries were normal. There was no treatment done for the pericardial effusion. The patient was hemodynamically stable, and the decision was made to wait and observe the patient's condition. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported difficult/delayed activation and poor imaging could not be replicated in a testing environment due to the condition of the returned device (clip not returned) and related to procedural condition. Additionally, the return device analysis observed a gap was visible in the delivery catheter (dc) handle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported difficult/delayed activation could not be determined. The reported poor imaging appears to be due to challenging patient anatomy. The observed irregular appearance on dc handle appear to be due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. The reported difficult or delayed activation and poor imaging could not be replicated in a testing environment due to the condition of the returned device (clip not returned) and was related to the procedural condition. Additionally, the return device analysis observed a gap visible in the sleeve handle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported difficult or delayed activation could not be determined. The reported poor imaging appears to be due to challenging patient anatomy. The observed irregular appearance on the sleeve handle appears to be due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.h10. Wording changed from delivery catheter (dc) handle to sleeve handle